Event description:
Customer's family member called states that customer is in the hosp and had the pump. Family member states that customer is in the hosp due to having a problem with left side absorbing properly. Customer hospitalized due to high blood glucose. Niether customer or pump available to complete troubleshooting.